Event description:
The angio-seal device was deployed in the right femoral artery in the usual way. However, manual pressure was required to achieve hemostasis. No pre-placement angiogram was performed prior to deployment. The pt later developed an ischemic leg with much pain. A femoral angiogram revealed blockage at the procedure site resulting in removal of the angio-seal device. It has been reported that the deployment technique was correct, however the angio-seal device was placed in the intima layers rather than the artery. In addition, plaque which was present in the femoral artery at the site of the femoral puncture, broke apart. During the guidewire exchange, the guidewire entered the intima layers and then re-entered the right femoral artery. It has been reported that the pt is doing well. The user facility has reported that that angio-seal device was not at fault.